Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar valves have been leaking during an unspecified number of vitreoretinal procedures over the last 3 months. The procedures were completed without consequences to the patient. Additional information has been requested. The product sample was discarded by the customer.

Manufacturer narrative:
No lot number was provided for this report; therefore, lot history and complaint history reviews could not be conducted. No sample has been retained by the customer for the evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined; however, due to an observed increased trend for this defect mode, an internal investigation has been opened to address this trend and to identify corrective and preventive actions. (B)(4).